Event description:
On (B)(6) 2008, the lay user/pt contacted lifescan alleging the one touch ultra test strips were peeling. The medical affairs specialist contacted the pt to answer add'l questions. The pt stated that she found the issue with the test strips on (B)(6) at around 9-10 am. At that time she panicked and felt angry due to the issue because, according to her, she paid for the test strips out of pocket and could not afford to buy more. She did not attempt to test her blood sugar at that time because she felt the strips could have been defective. She proceeded to feel sweaty due to her panic and anger. The pt treated her symptoms by drinking water, taking her medication based on her normal dosing schedule, and trying to calm down. The pt waited, watched a movie and felt better after four hours. The pt states she normally gets headaches when she panics and goes through a stressful situation. She did not want to elaborate further about those instances. It would be helpful to know if she feels sweaty during those instances. The pt takes metformin, glyburide, and avandia for her diabetes. She also takes hydrochlorothiazide and lisinopril for her hypertension. The pt tests her blood sugar twice a day, once in the morning and once in the evening. The pt's doctor uses the meter readings to adjust the pt's medications. The pt did not mention that she has changed any medications due to the issue and was unwilling to provide her doses of medications. The technical service rep determined during the troubleshooting telephone call the peeling occurred after the test strips were inserted. This complaint is being reported because the pt claimed she was not able to test her blood sugar and later had symptoms that can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.